Manufacturer narrative:
Patient involvement is unknown, however no patient harm was reported.

Event description:
The customer reported the ventilator powers on, but there is nothing on the screen and it just alarms. The customer advised led lights are working when plugged in to ac. Patient involvement is unknown, however no patient harm was reported. It was determined that the unit has over 27,000 hours on it and has a first generation display. The remote service engineer (rse) advised the customer to replace the user interface assembly and that the unit will need to have at least (B)(4) software revision for new display to work.

Manufacturer narrative:
Many good efforts were made to obtain information regarding the patient information, repair, and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
The user interface assembly from the device was received in the failure investigation lab. The customer complaint was verified. The lcd backlight does not operate. Root cause is a defective lcd display.